Event description:
On an unknown date, the patient began treatment with extraneal viaflex and nutrineal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced cloudy effluent with the bag of extraneal and was hospitalized. A culture was performed on the dialysate and was negative. The patient was diagnosed with aseptic peritonitis. There was no break in aseptic technique and the patient had not recently experienced an episode of peritonitis. The patient received remedial treatment with rocephine (ceftriaxone) and vancomycine, both ip. The batch of extraneal the patient used was stopped and as of (B)(6) 2010, the patient was recovering from the aseptic peritonitis, despite use of extraneal in the hospital. On (B)(6) 2010, the patient was discharged from the hospital and resumed peritoneal dialysis. On (B)(6) 2010, the patient was administered extraneal viaflex and nutrineal ip for pd. At about 17:00, the patient experienced recurrence of cloudy effluent and aseptic peritonitis with the bag of nutrineal and was hospitalized. Blood investigation performed revealed an increased c-reactive protein. Nutrineal was discontinued and replaced with physioneal 1.36%. The patient was again hospitalized on (B)(6) 2010, and antibiotic therapy was stopped on that day. The patient was switched to a pd solution from another lot and was spontaneously improving. At the time of this report, the outcome of the event was not reported. The physician believed the sterile peritonitis was related to extraneal and suspected the extraneal bag used at home by the patient to have a too high level of endotoxins. The physician also considered the aseptic peritonitis to be related to nutrineal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.